Event description:
It was reported that following the implant of the implantable cardioverter defibrillator (ICD) system, a pocket hematoma was observed and the patient was treated with vitamin k. Subsequently it was noted that the patient¿s health was declining. The patient had a history of adenopathy and had a follow up with the oncologist. Following the appointment, the patient¿s condition worsened and the patient experienced cardiac/respiratory arrest. The patient was brought to the emergency room and cardiac massage and reanimation were performed. It was reported that cardiogenic shock was due to hypovolemia secondary to severe dehydration and renal failure associated with hyperkalemia. The patient was treated with dobutamine and hemodynamics improved. Subsequently, a collection of serous fluid leaking from the device pocket was performed and revealed positive blood cultures. The patient was diagnosed with septicemia. The organism was identified as golden staphylococcus. The patient was treated with antibiotics and the device system was explanted. The patient was transferred to the intensive care unit. A transesophageal echocardiogram was performed and no vegetation or thrombus was visible. Approximately one month later the patient was transferred to a healthcare facility for palliative treatment with a fragile but stable status. The patient died 3 days later. Cause of death was cardiogenic shock and severe ischemic cardiomyopathy. The patient had several serious comorbidities. It was noted that the septicemia may have contributed to the death of the patient. The patient was enrolled in the (B)(6) study.

Manufacturer narrative:
Additional information was received that the infection was suspected to have started in the lungs. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).